Manufacturer narrative:
An event of premature detachment of device when in ball position during procedure was reported. The investigation confirmed the end screw on device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 27 february 2024, a 25mm amplatzer amulet left atrial appendage occluder was selected for an implant using a 14f amplatzer amulet delivery sheath. The device was tested prior to use. During the procedure, while the device was in the ball position, it completely detached. The delivery cable was able to be reattached to the device and was successfully removed from the patient. The procedure was aborted, and the patient will have another intervention to close the laa. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information